Event description:
Anterior elevate mesh installed for second-degree cystocele and partial vaginal vault prolapse on my 3rd vaginal surgery since 2007. I was in pain soon after, and brought this to my doctor's attention on (B)(6) 2010. On (B)(6) 2010 a posterior avaulta mesh used to repair a second degree rectocele on (B)(6) 2010. I have had discomfort and been in pain since and have not been able to have a normal day since. I have since changed doctors and am having the posterior mesh removed on (B)(6) 2011, by a specialist at (B)(6). Since having a hysterectomy in (B)(6) 2007 and another surgery for a skin tag in (B)(6) 2007, it's been nothing but pain and discomfort.